Event description:
The pump's blockage alarm activated. The customer tried replacing the canister and pump but the alarm continued. The customer replaced the softport and the situation was resolved after a 4hour delay.